Manufacturer narrative:
(B)(4).

Event description:
It was reported that before device change-out procedure due to eri, noise during arm movement was observed on atrial lead. Ams consistent with noise was also noted. Atrial lead was tested normal during the procedure. Device was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.